Manufacturer narrative:
The 7fr wire guide uitilized through the flexor ansel guiding sheath at the time of separation was reported to be a turbohawk atherectomy device manufactured by medtronic. Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, instructions for use (IFU), quality control, and visual inspection of the returned device was conducted during the investigation. A flexor ansel guiding sheath was returned for evaluation and examined. Hemostat marks were observed near the connector cap. The silicone disc was not present in the proximal fitting. An attempt was made to flush the sheath, but was unsuccessful due to the presence of bio matter. A representative dilator was advanced through the proximal fitting and exited the distal end of the sheath. No silicone disc was recovered (silicone disc was not returned). The inner diameter of the check-flo cap was measured using pin gauges, and was found to be within specification. According to investigation results, this event was determined to not be associated to an incompatibility issue between the turbohawk atherectomy device and the flexor ansel guiding sheath. Since the complaint device was returned without the silicone disc, a visual inspection of the disc could not be performed. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during an unspecified procedure with an flexor ansel guiding sheath, the diaphragm for the check flo came apart. It was also reported, a 7fr guide was being put through it. Manufacturer is not known but has been requested. No unintended section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence.